Event description:
The surgeon inserted a cc4204bf collamer plate lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. This is the second of two lenses used on this patient see MFR report#2023826-2006-00532. A third lens was successfully implanted.